Manufacturer narrative:
(B)(4) date sent to FDA: 3/30/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and a mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6)1997 and mersilene mesh was implanted. It was reported that following insertion the patient experienced urinary frequency, severe nocturia, urgency and urinary leakage.